Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5133293/5138992.

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. It was noted that patients spinal cord stimulation lead had migrated and resulted to lost coverage for the neck pain. The patient underwent an ipg and lead replacement procedure and was doing well post operatively. The explanted device will not be return as per facility policy.